Event description:
It was reported that during an unknown procedure, the stapler didn't form and the blade cut the tissue. The firing handle broke and the compression scale is also damaged. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: damaged handle. The analysis results found that the pph03 device arrived with the handles open; however the handle weld was noted to be sufficient. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. No functional test was performed due the condition of the device. It is possible that excessive pressure was applied while the safety was still on causing the damaged to the handles. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: ¿the stapler didn¿t form.¿ do you mean that the staples were malformed? What was the appearance of deployed staples (irregular, legs straight)? Were there any staples missing from the staple line? Was the cut line fully circumferential around the target tissue? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? What confirmation was received that the device was fully fired? How was the case completed? The staples were malformed. It is unable to find the appearance of deployed staples since it was haemmorodopexy case. The case was completed using cautery and haemostats.